Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, myocardial infarction occurred. An unspecified size taxus liberte¿ stent was implanted in the patient. Target lesion location and characteristics were not provided. At some point post procedure, the patient presented with myocardial infarction. No further information is provided.